Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 43mg/dl (meter), 88mg/dl (lab). Tests were done within 21-30 mins with a difference of 36mg/dl. Pt did not experience any adverse events. No further info has been reported.